Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that their onetouch ultralink meter displayed inaccurate results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began around (B)(6) 2015 (time not provided). The patient stated that they obtained a result from the subject meter that was "125 mg/dl different" from a doctor/clinic device, both results were obtained within 30 minutes of each other. No results from either the subject meter or the doctor/clinic meter were provided. The patient manages their diabetes with an insulin pump. The patient stated that they took their usual dose of sliding scale humalog on the morning of the alleged inaccuracy (time not provided). The patient claimed to have developed the symptoms of "not feeling well and nausea" before the alleged inaccuracy began (date/time not provided). The patient stated that they self-treated with insulin around 12:00pm on (B)(6) 2015. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient under a related complaint. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The claimed symptoms of "not feeling well and nausea" do not meet lifescan's criteria for a serious injury, and these symptoms developed before the alleged inaccuracy began. A malfunction cannot be ruled out as the results obtained from the subject meter and the other device were not provided.